Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. The customer was only able to fill the cartridges half way with insulin and no more insulin was able to be loaded. Reportedly, the cartridges were changed to address the issue and insulin delivery was resumed. Customer's blood glucose ranged from 200-210 mg/dl.